Event description:
It was reported by service report that the safety bar springs were broken and the oxygen bottle holder straps were worn. The broken safety bar springs could prevent the safety bar from functioning properly and the worn oxygen bottle holder straps could result in the oxygen bottle no longer being securely attached to the holder. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Oxygen bottle holder straps.